Manufacturer narrative:
Product not available for return. Root cause attributed to patient injury caused by a car accident. Pn: 195780, pn: 195850; review of complaint history found no additional related issues for this item. Pn: 195780, pn: 195850; review of device history records found these units were released to distribution with no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that patient underwent right total knee arthroplasty on (B)(6) 2014. Subsequently, patient was revised with bearing exchange on (B)(6) 2015 after a car accident due to a dashboard injury. No further information has been provided.